Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Per the response received from the health-care provider, the explant was due to a perivalvular leak. It was also indicated that this event was procedure related and not due to a malfunction of the subject device. The explanted valve was replaced with another edwards bioprosthetic valve (same model/size). No other details reported.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800/carpentier-edwards perimount rsr pericardial bioprosthesis, which is marketed in the u.s. Device not returned. Additional manufacturer narrative: additional information regarding the event (e.g. Operative report, discharge summary, etc.) Was requested; however, it was indicated that it is not available. The device history record (DHR) review is currently in process. No further actions are possible at this time.